Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach pain, nausea and cloudy output. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic. At the time of this report, the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available as the reporter refused to be contacted for further follow up information.